Manufacturer narrative:
User facility mandatory medwatch report was received on 01/20/2016. The report number is 180044-199-2016-0001. At this time the customer will not be returning the device for evaluation. However, three pictures provided by the customer were reviewed, and it can be observed that the ac power cord was burnt at the end, where it connects to the pump. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. (B)(4).

Event description:
User facility mandatory medwatch received that stated: "staff reported patient was receiving IV fluids via IV pump when the patient reported to the nurse that sparks and a flame was coming out of the back of the IV pump. Nurse turned off pump and flame extinguished. Got a towel and unplugged the IV pump. According to nurse patient stated the sparks hit her arm but caused no harm. No burn or redness noted to arm. IV pump was removed from service and taken to biomedical department. Cut with exposed wires and burnt place noted in cord where the cord is connected to and enters the pump device. Pump was plugged into ac power at the time of the event. No issue noted with prongs of cord. New pump was used for patient IV infusion." Further information was provided that indicated that there were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Also the device was repaired at the user facility and will not be returned.